Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluation was performed. The evaluation confirmed the reported system error 105 through the history log, however, it could not be reproduced during evaluation. Further evaluation found 1 of 6 motor screws severed and the motor assembly and all 6 motor screws were replaced.

Event description:
It was reported that a pump had a system error 105. It was also reported there was no patient injury.